Manufacturer narrative:
(B)(4). Result of examination: the provided sample was subjected to a visual and functional examination. The device was heavily contaminated and showed material compressions. Prior to this examination the sample has to be opened by a third party. The device recognized the battery and charged it. The device passed the self test with a positive result. A long term test revealed no abnormalities. Inside the device we found several mechanically damages and material compressions. The complained perfusor space did not cause the electrical shock. The customer used the pumps on battery-mode at the time of incident. The operating-voltage of the perfusor pump is not over the limit of selv (safety extra low voltage).

Manufacturer narrative:
(B)(4). The device has arrived from user facility to our bbm laboratory in (B)(4) for investigation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)):electrical shock got by a nurse.